Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had disconnected from a titanium adapter. The patient was not connected. The adapter was still in place and not damaged. The registered nurse stated they replaced the patient's transfer set and the patient had been able to complete therapy since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.